Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that sensation plus 40cc balloon catheter was inserted but blood could not be aspirated. A new ballon was inserted. No harm to the patient was reported.